Event description:
A patient reported their lower teeth will not get any straighter due to crowding. Their upper left lateral incisor needs to be straighter. The patient stated that they think that they should get their lower retainer and get more aligners for the upper teeth. The patient said that they had to revert to back to their lower aligner #8 because they were uncomfortable and causing one of their lower tooth's roots to push outward into their gums.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.